Event description:
It was reported that the patient experienced underdose, vomiting and weight loss of 21 lbs following a pump replacement. The patient presented to the emergency room (ER) in 2009; it was determined that the patient was in withdrawal. He was treated with injections and oral medications. He was "doing better and had kept food down today". The patient was scheduled to see the hcp for a study to be done. Per the reporter, the hcp believed that the catheter may be loose. Additional information has been requested, a follow-up report will be sent if additional information becomes available.